Event description:
It was reported that the catheter was inserted in 2008 without difficulty and a three-way stopcock was attached. Three days later, the clinician found that the white extension line hub had detached from the catheter. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.